Event description:
It was reported that the physician programmed the device to be inactive and plans a future surgery. No additional information was provided. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.